Event description:
During a tips [transjugular intrahepatic portosystemic shunt] procedure, a short segment of a 0.16 fathom microwire sheared off and was retained within the hepatic parenchyma. This wire fragment sheared from a 0.18" guidewire and appeared to be embedded in the liver parenchyma adjacent to the intrahepatic portal vein. Patient stable following procedure.